Manufacturer narrative:
The facility did not request service. Laser probes are returning for in-house evaluation. Investigation including root cause analysis in progress. A supplemental MDR will be filed when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported observing excessive bubbles coming from the 23 gauge laser probe during surgery. This causes an inconvenience to the surgeon, during surgery, but no pt harm occurred. Add¿l info was received from the company sales rep reporting the air bubbles appear in the eye and hinders the surgeon¿s view. The bubbles seem to appear after some time in surgery, never at the beginning of the procedure, and only in water (not oil or air). The probe was switched out and a new probe was used to complete the procedure. This is the first of two reports being filed for this facility.